Event description:
It was reported that the threshold on the right ventricular lead had increased. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013; 5071-35 lead, implanted: (B)(6) 2013. (B)(4).